Event description:
Staff on behalf of physician reporting bilateral rupture of devices. This relates to the left device. Device explanted and replacement with a non-allergan device.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ crease fold observed in the device. ¿ wear abrasion observed in the device. Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Staff on behalf of physician reporting rupture of devices. Ultrasound report proved shows "no macrocalcifications nor nodules suspicious of malignancy. Normal exploration. No pathological alterations". This relates to the left device. Device explanted and replacement with a non-allergan device.